Event description:
Scheduled pediatric cystoscopy with retrograde pyelogram. Procedure proceeded well with use of 0.038 french guidewire. Retrograde pyelogram performed to confirm placement in renal pelvis. Open ended catheter placed over wire and advanced to kidney without difficulty. Wire removed. Contrast instilled. Wire replaced - catheter withdrawn. Distal portion of catheter remained in kidney while proximal portion withdrew ~ 1/3 withdrew - ~2/3 remain. Unable to withdraw fluoroscopically - required interventional radiologist via percutaneous route to remove retained catheter. Pt left with nephrostomy tube.